Event description:
It was reported that the patient experienced soreness and a warm sensation at the ipg site after exposure to a theft detector or security gate. The ipg was on at time of exposure. The patient was at home. Further information is being requested from the hcp.